Event description:
It was reported the programmer has a broken patient electrocardiogram (ECG) cable attachment. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Electrocardiogram (ECG) connector is loose; printed circuit board found out of electrical specification.